Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the device was interrogated during a hospital floor check, emi was seen on both leads during with the device called a vf episode. No therapy was delivered, and the patient was unable to say what she was doing. The device was able to interrogate. The device will remain implanted. There was no issue observed with the leads.